Event description:
Customer reported leaking from tubing on the top of the drip chamber. Stated blood was infusing and the user noted blood and saline leaking out from around the spike tubing where it connects to the top of the drip chamber. No patient or staff harm reported. No additional event details were available.

Manufacturer narrative:
(B) (4) (B) (4). The customer reported the product was discarded. The lot number was not identified; therefore, a lot history record review could not be performed.